Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated it was making weird noises. The customer¿s blood glucose level was 247 mg/dl. Troubleshooting was performed but the display did not return. The customer was advised to remove the battery and insert a new one after two hours. They were advised to call back if the issue recurs. The customer called back after the insulin pump rest. The display was still blank. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No audio beep anomaly/weird noise anomaly or vibration anomaly noted. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.